Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported the infusion device shut down without alert or error message. No physiological effects were reported. The pt switched to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.